Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #03 MFR report: 3005168196-2019-01559: section e. Box 4. Initial reporter also sent report to FDA.

Manufacturer narrative:
Results: the neuron max was kinked approximately 1.5 cm from the hub. Conclusions: evaluation of the returned neuron max revealed a kink near the hub. If the device is forcefully mishandled or otherwise manipulated at extreme angles, damage such as a kink may occur. Further evaluation of the returned neuron max revealed a fracture underneath the ID band. This damage typically occurs if a kinked device is further manipulated and the kink worsens to a fracture. These damages likely prevented the non-penumbra catheter from being re-advanced through the neuron max during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being updated on this follow-up # 01 MFR report: 3005168196-2019-01559.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician was unable to re-advance the non-penumbra catheter into the neuron max. The neuron max was therefore removed and was no longer used in the procedure. The procedure was completed using another neuron max. There was no report of an adverse effect to the patient.